Manufacturer narrative:
On october 1, 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on october 11, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 295cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 295cc mentor memorygel breast implants experienced right sided rupture and left sided breast pain post procedure. As a result, patient underwent bilateral removal and replacement with two 320cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the left breast prosthesis.